Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump received "loss of power occurred while running" alarm. It was stated that the issue only occurred when using the rechargeable battery. The rechargeable battery item number is 21-2160-51. The pump is being turned off while infusing. When a drop test is performed with the pump using a rechargeable battery, the pump turns off. When the same test is performed with the pump using an aa battery, the pump continues to remain turned on. The customer stated that when the pump using the rechargeable battery is being dropped, the contact between the pump and the battery is getting loose. This issue appears to happen frequently, particularly among community pump users. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A video of the device was provided. The video demonstrated that during a drop test, the pump using a rechargeable battery loses power due to lose contact between the pump and battery, while the same test with aa batteries shows no power loss. However, without access to the device, no analysis could be conducted to verify the issue or establish a root cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: no product was returned for analysis; however, this investigation was based on the two samples returned for the associated complaints of failure "shutdown when banged". Structural and visual inspection found no cracks, deformation, broken latches, or internal mechanical defects were found on either pump. The event history log analysis found no evidence of electrical malfunction. In addition, no alarm codes indicative of internal electrical failure was present in either device. No device problem was identified as the device met all the required specifications and passed all testing criteria